Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported hearing tones from this device. Interrogation revealed a red screen which displayed a code regarding the device charge time. Further evaluation identified some episodes of noise with over sensing and a shock impedance measurement of one ohm. An x-ray confirmed the electrode had dislodged and was in contact with the device. The device was programmed off until the a resolution is determined. No adverse patient effects were reported.